Event description:
It was reported that the patient passed away from ventricular fibrillation after receiving multiple implantable cardioverter defibrillator shocks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on 14aug2023, the patient displayed no signs of illness or pain to the family. On (B)(6) 2023, the patient suddenly became tired, experienced nausea and vomiting, cold sweats, and became unresponsive. As a result of this sudden and severe episode, the family called emergency medical services (ems). The ems arrived and while being transported, the heartmate 3 alerted to low blood flow and the patient went into full cardiac arrest. The patient was transported to the hospital where cardiopulmonary resuscitation was performed for over an hour until the patient was pronounced deceased. On (B)(6) 2024, the left ventricular assist device (lvad) that was implanted into the patient was recalled due to external outflow graft obstruction (eogo).